Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the side frame is broken where the seat and back cane meet.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the weld/tubing was broken at the bottom rear of the right side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a broken weld at the bottom of the right back cane. There was evidence of an attempted repair around the break, where someone tried to weld the broken portion.

Event description:
Dealer is stating that the side frame is broken where the seat and back cane meet.